Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that angina, ischemia and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to stable angina and aortic stenosis. Cardiac catheterization was referred. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the left internal mammary artery (lima) to the anastomotic site mid left anterior descending (lad) artery with 90% stenosis and was 12 mm long with reference vessel diameter of 2.5 mm. The lesion was treated with direct placement of a 2.50 x 16 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. In addition, a balloon angioplasty was performed at the saphenous vein graft (svg) anastamosis to left main coronary artery (lmca) with reasonable angiographic result. One of the balloons used was a 6.0 x 15 maverick but was not able to advance through the guide wire. One day post procedure, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2013, the patient presented with progressive angina and abnormal stress test. Patient was then diagnosed with multizone ischemia. Subsequently, the patient was hospitalized and was referred for cardiac catheterization. Coronary angiography was performed and revealed 70% in-stent re-stenosis of previously placed study stent in the lima to the mid lad. The lesion was treated with cutting balloon angioplasty using a 2.75 x 6 mm flextome cutting balloon resulting in 20% residual stenosis. In addition, the 90% stenosis in the previously deployed unspecified stent in the svg to lmca was treated with balloon angioplasty and placement of a 4 x 20 mm promus drug eluting stent. Following post dilatation, the residual stenosis was 20%. The event was considered resolved. One day post procedure, the patient was discharged on aspirin and ticagrelor.